Event description:
The customer reported that the ortho provue analyzer gel camera was resulting negative reactions in the 4th microtube of the gel cards as 1+. The issue was occurring in the 4th microtubes of the mts anti-lgg cards for antibody screen testing and mts a/b/d monoclonal grouping cards. Visual inspection showed the reactions were negative. The customer indicated that the issue had been ongoing for at least 3 days. The customer indicated that no erroneous results were reported. The customer manually modified the results appropriately as negative. The issue was also observed during qc testing. A false positive result may lead to the misclassification of a pt's abo group, with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
No definitive root cause has been determined to date. An ocd field engineer (fe) arrived at the customer site and cleaned and checked the reader optics. The customer ran qc and patient samples to verify proper operations of the instrument. Qc passed and all results were acceptable. Although, qc and pt results were satisfactory after repairs, the fe indicated that the issue was not resolved. Product vigilance contacted the fe requesting clarification. Information was pending. A complaint review performed on the instrument indicates that no similar complaints have been logged to date regarding false positive results since this incident the fe also submitted log files to ocd second level support for review. The log was pending review and at the time of the assessment. (B) (4).